Manufacturer narrative:
It was reported that the filter needle was broken. As a physical sample was not returned, a comprehensive sample evaluation could not be performed. To support the investigation, four photographs were provided and reviewed by our quality team. Two photographs depict a needle inserted into a vial. One photograph shows a vial with a needle assembly missing the top portion of the needle hub. The fourth photograph shows a packaging box, a vial with a needle assembly missing the top portion of the hub, and a 1 ml syringe with a needle assembly that includes a plastic shield. No additional details could be definitively determined from the photographs. A device history record review was completed for material number 305211, lot 4116650. This review did not identify any quality issues during manufacturing that could have contributed to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were found to be in compliance with established specifications. To date, no similar events have been reported for this lot. Based on the investigation, including the photographic evaluation, the condition reported by the customer is considered confirmed. However, due to the absence of a physical sample, a definitive root cause could not be determined.

Event description:
It was reported, needle filter blunt, component issue, ci-broken filter needle. ¿the filter needle snapped off¿.